Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found 10amp fuse blown, possibly due to an accidental short during pm event. The stm found exposed speaker wire with damaged insulation, which was fixed with electrical tape. The stm recommended to replace upon arrival of parts. The stm then performed and verified all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that upon start up, the cs300 intra-aortic balloon pump (iabp) failed to activate the monitor and the keypad; an audible alarm activated. There was no patient involvement, thus no adverse event was reported.